Event description:
Reportable based on analysis performed 06/16/2006. It was reported that upon unpacking an ultra-thin sds balloon catheter, two holes were discovered in the inner and outer packagins which compromised the sterility of the device. The event took place outside of the pt's body, as the device had no contact with the pt.

Manufacturer narrative:
Device analysis confirmed that two pinholes were present on the back of the returned packaging. No other issues were noted with the outside package and the inner pouch. No damage was evident with the actual device when it was removed from its packaging, however the sterility of the device was compromised due to the damage in the packaging. It is unlikely this damage could have occurred at the mfg facility as each device packaging is inspected for any anomalies. It is not possible to conclusively determine the exact cause of the complaint reported, therefore, no corrective action will be initiated. We will continue to monitor this type of complaint in order to ensure that there is no compromise with product quality. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. Wer are unable to confirm the root cause of the pinholes noted on the back of the packaging.